Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the open sample noted one partial suture and one needle. The product was received without the loop. It was observed that the suture was broken. The suture was noted to be attached to a needle. The visual inspection and functional evaluation of the sealed sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, the thread of the device was broken. They then used another suture with the same code from the same box to resolve the issue and complete the case. There was no patient injury.